Event description:
The patient grabbed the siderail and cut his finger on a burr. The cut was repaired with six sutures.

Manufacturer narrative:
It was reported that a homecare patient grabbed the side rail and cut his finger on a spur. The cut was repaired with six sutures. The sample was not returned for evaluation. No photos were sent and the lot number was not provided. We have not confirmed the issue or identified a root cause. We have not had any other similar issues reported to us for this device. However, due to the reported injury, this medwatch is being filed.